Event description:
During the course of a clinical study of the matrix coils the aneurysm re-ruptured 15 days after the initial procedure. Patient later expired. The date in which the patient expired is not known. There is no information about the exact brand name, catalog number, or lot number.